Event description:
It was reported that the customer received a continuous glucose monitor error 42. The issue had no adverse impact on the customer's blood glucose level. Technical support assisted the caller by guiding them through a pump reset, and after the reset, the error code did not reappear, allowing the caller to start their sensor session successfully.